Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain. The breach in aseptic technique was described as patient made an unspecified mistake. The patient was hospitalized for the event on the same day as the event onset. The patient was treated with vancomycin injection (intraperitoneal 1 gm stat dose), imipenem injection (intraperitoneal, 1g daily, duration was not reported), and amikacin injection (intraperitoneal, 100mg daily, duration was not reported) for peritonitis. Eleven days after the patient was admitted to the hospital, the patient was discharged and was recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.